Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿feeding pump did not alarm.¿. The unit was triaged and "no audible alarm" was confirmed. Visual inspection of the main printed circuit board (pcb) found that a component (u14) was damaged, causing bent leads, lifted pads and torn traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump did not alarm. There was no patient involvement.